Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure and unable to recover to access medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the door had failed. The field service engineer (fse) cleaned and greased all contacts on the tower latches. Access was verified, and preventative maintenance was completed. The system functioned as intended after the field service engineer repaired the device.